Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the iol came out the wrong way. The iol was explanted and exchanged within the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was discarded by the healthcare facility following explant. The rayone IFU "use of rayone" section "fig 7" includes the statement "...in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Certain actions by the user can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) resulting in a change of lens position within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. Our review of production records for the rayone aspheric rao600c, batch: 114256377 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c, batch: 114256377. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 19th may 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol came out the wrong way and had to be explanted.